Event description:
It was reported that during a ptca/stenting treatment procedure, the maverick2 monorail balloon ruptured at 6 atms on the third inflation. (The number of atms reached on the initial two inflations was 4 atms and 5 atms respectively). The pt was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in the left circumflex coronary artery. The maverick2 monorail balloon was being used to predilate the lesion prior to placement of a nir elite 3.5/12 mm stent. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the predilatation. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.